Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of infusion set tubing detachment on (B)(6) 2025. The site of detachment was close to insertion site. The insertion site was left and right abdomen. The infusion set was in use for one day. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009691, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009691 was manufactured according to the work instruction (wi) version 81 and packaging in the machine multivac 08 on 20-oct-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4j05637 was manufactured according to the (wi) version 27 and manufactured in the line assembly of quick set, on 06-oct-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4k01584 was manufactured according to the (wi) version 27 and manufactured in the line assembly of quick set, on 19-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4j05597 was manufactured according to the (wi) version 42 and manufactured in the machine gluing 04-08, on 07-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4k01936 was manufactured according to the (wi) version 42 and manufactured in the machine gluing 05, on 08-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4k01562 was manufactured according to the (wi) version 42 and manufactured in the machine 04-08, on 18-oct-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that an extended inspection was created due to delaminated tape, extended inspection was found within specification conclusion: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.